Event description:
Revision surgery: the patient was mugged while sitting in their wheelchair. The patient's arm was pulled behind them and it dislocated their shoulder. The surgeon removed the 508-00-032 and replaced it with a 508-00-0432.

Manufacturer narrative:
Was changed from "revision surgery - the patient was mugged while sitting in their wheelchair. The patient's arm was pulled behind them and it dislocated their shoulder. The surgeon removed the 508-00-032 and replaced it with a 508-00-0432." To revision surgery - the patient was mugged while sitting in their wheelchair. The patient's arm was pulled behind them and it dislocated their shoulder. The surgeon removed the 508-00-032 and replaced it with a 508-00-432. The reason for this revision surgery was the patient's shoulder dislocated. The in-vivo length of patient service for the implant was 11 months. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (dhrs) revealed no discrepancies or issues with the manufacturing history of this part. All parts were found to meet design and manufacturing specifications. No non-conforming material reports (ncmr's) were associated with this part. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. This event is deemed as non-product related. The root cause for this event was the patient's shoulder dislocated. It was reported the patient was mugged while sitting in their wheelchair; their arm was pulled behind them and it dislocated their shoulder. The scope of this investigation is limited without having the explanted parts available to djo surgical for evaluation. Other conditions relating to this event could not be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient was mugged while sitting in their wheelchair. The patient's arm was pulled behind them and it dislocated their shoulder. The surgeon removed the 508-00-032 and replaced it with a 508-00-432.